Event description:
Manufacturer review of a patient¿s vns programming history identified that high lead impedance was first noted with diagnostics testing on (B)(6) 2012. Attempts for additional information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was seen on (B)(6) 2013 and the physician confirmed the high impedance. Surgery is likely, but has not occurred to date.

Event description:
A battery life calculation shows 4.70 years remaining.

Event description:
The physician indicated that the patient would be seen for consult, but attempts for additional information have been unsuccessful.

Manufacturer narrative:
Analysis of programming history relevant data, corrected data: previously submitted MDR inadvertently omitted the patient¿s settings at the time of the high impedance diagnostic. This report is being submitted to correct this information.

Event description:
It was reported that the patient decided to not undergo vns reimplant surgery.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays were reviewed by the manufacturer. No gross lead discontinuities were visualized.

Event description:
It was reported that the patient was seen again on (B)(6) 2013. The physician organized an x-ray and emg measurement. There was nothing unusual seen on the x-rays, but the emg measurement showed the characteristic of a broken lead. Vns revision surgery was performed on (B)(6) 2013. The lead and generator were explanted, but a portion of the lead was left at the vagus nerve. The explanted device was lost in the clinic, so it is not available for return. The patient was not implanted with a new vns system on this date. X-rays were sent to the manufacturer and reviewed. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The arrangement of the electrodes on the vagus nerve appeared to be normal. A strain-relief bend was present, but no loop was made, therefore the strain relief was not per the manufacturer's labeling. Only one tie-down was used but not as indicated in the labeling. Part of the lead was behind the generator. No clear sharp angles or lead breaks were found. Based on the assessed images alone, no obvious cause for this high impedance was found.